Event description:
The manufacturer received information regarding a dreamstation CPAP device. The device was returned to a third party service center. During visual inspection of the device there was no evidence of foam degradation. However, white particles were found in the device. The device was scrapped. This report is being submitted for the white particles found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by third party service center.